Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and female sexual dysfunction ("apareunia"). The patient will be treated with surgery (hysterectomy. (Full),salpingectomy. (Bilateral),oophorectomy (unilateral) on (B)(6) 2019). At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff claimed of receiving treatment for pain and bleeding. Device removal date : (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: bilateral occiusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Lab data added. Events : dysmennorhea (cramping),dyspareunia (painful sexual intercourse ),chronic, apareunia, pelvic/ abdominal, bleeding: menorrhagia (heavy menstrual bleeding) were added. Reporter's information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('part of coil broke off and was withdrawn with the deployment catheter from right tube'), device dislocation ('malposition of essure device location of device: right') and pelvic pain ('pelvic pain / chronic,') in a 37-year-old female patient who had essure (batch no. A78079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "difficult deployment was noted with the coil kinked and with withdrawal of the deployment catheter". The patient's medical history included gerd, ovarian cyst, vaginal discharge, uterine bleeding, vaginal itching, micturition burning and anxiety. Previously administered products included for an unreported indication: mirena and depo provera. Concomitant products included duloxetine, duloxetine hydrochloride (cymbalta), eletriptan, famotidine, fluconazole, ibuprofen, metoprolol tartrate, norethisterone (micronor), norethisterone (norethindrone), omeprazole (protonix), pantoprazole, spironolactone, sucralfate, topiramate, tramadol and warfarin. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse )"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy. (Bilateral),oophorectomy (unilateral) (B)(6)2019). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, device dislocation and female sexual dysfunction outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff claimed of receiving treatment for pain and bleeding. Device removal date : (B)(6)2019, (B)(6)2016. Date(s) of insertion: (B)(6)2013. 12 trailing coils noted. Hsg occluded tubes after difficult essure placement, hydrothermal ablation difficult deployment was noted with the coil kinked and with withdrawal of the deployment catheter, part of the coil broke off and was withdrawn with the deployment catheter. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: positive tubal occlusion. Successful complete occlusion of fallopian tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia concerning the injuries reported in this case, the following ones were described in patient¿s medical records: anxiety, urinary burning, vaginal itching quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: pfs and mr received. Lot number, reporter information, medical history, concomitant drugs added. Events: abnormal bleeding (vaginal), malposition of essure device location of device: right, difficult deployment was noted with the coil kinked and with withdrawal of the deployment catheter and part of coil broke off and was withdrawn with the deployment catheter from right tube added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('part of coil broke off and was withdrawn with the deployment catheter from right tube'), device dislocation ('malposition of essure device location of device: right') and pelvic pain ('pelvic pain / chronic,') in a 37-year-old female patient who had essure (batch no. A78079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "difficult deployment was noted with the coil kinked and with withdrawal of the deployment catheter". The patient's medical history included gerd, ovarian cyst, vaginal discharge, uterine bleeding, vaginal itching, micturition burning and anxiety. Previously administered products included for an unreported indication: mirena and depo provera. Concomitant products included duloxetine, duloxetine hydrochloride (cymbalta), eletriptan, famotidine, fluconazole, ibuprofen, metoprolol tartrate, norethisterone (micronor), norethisterone (norethindrone), omeprazole (protonix), pantoprazole, spironolactone, sucralfate, topiramate, tramadol and warfarin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse )"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy. (Bilateral),oophorectomy (unilateral) (B)(6) 2019. Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation and female sexual dysfunction outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff claimed of receiving treatment for pain and bleeding. Device removal date : (B)(6) 2016 date(s) of insertion: (B)(6) 2013 12 trailing coils noted hsg occluded tubes after difficult essure placement, hydrothermal ablation difficult deployment was noted with the coil kinked and with withdrawal of the deployment catheter, part of the coil broke off and was withdrawn with the deployment catheter. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: positive tubal occlusion.successful complete occlusion of fallopian tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia concerning the injuries reported in this case, the following ones were described in patient¿s medical records: anxiety, urinary burning, vaginal itching lot number: a78079 manufacture date: 2012-12 expiration date: 2015-12-31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-mar-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.